Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the instrument was received with the needle broken off where it threads into the slider. The missing piece was not returned for inspection. The fracture face is homogenous which indicates material uniformity. There are longitudinal surface marks on the slider which are consistent with field use. All components of the device were present. A review of the device history record did not show conditions that could have contributed to the reported event. To reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the slider and protects the needle when not in use. The sleeve was not returned with this instrument and it cannot be determined if it was used as recommended. It is concluded that the design is adequate for the intended use and the occurrence and severity are within those defined by the product risk analysis. Therefore, a design issue was not found and this complaint is considered invalid.

Event description:
It was reported that, the consultant noticed, while restocking, the depth stick broke or snapped off the depth gauge. It is unknown how or when the instrument broke.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).